Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code (cell undervoltage) was found in the ventilator's downloaded error log. In addition, the device failed a test step (neg flow verify) during testing. Dust was observed on the blower box. The device was returned to the customer unrepaired.